Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 480 mg/dl. It was reported that customer was able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump passed the self test, reset error test and displacement test and no unexpected error alarms were noted. However, several alarms were found in the history file due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.